Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: four photos were provided. One photo shows the packaging blister bottom web with the lot#. The second photo shows the packaging blister top web confirming the catalog number. Two photos show a syringe with the scale marking missing. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 2nd complaint for lot # 9086980 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that a jam may have occurred, and the barrel didn¿t get the scale printed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd luer-lok¿ syringe had no scale markings on it before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe without graduation."